Manufacturer narrative:
Date of event: week of january 13 was provided as event date.

Event description:
It was reported that stent damage occurred. As a 2.75 x 12 synergy drug-eluting stent was being loaded on the wire, it was noted that some struts were not aligned. The procedure was completed with another of the same device. The device never went inside the patient.

Event description:
It was reported that stent damage occurred. As a 2.75 x 12 synergy drug-eluting stent was being loaded on the wire, it was noted that some struts were not aligned. The procedure was completed with another of the same device. The device never went inside the patient.

Manufacturer narrative:
B3 - date of event: week of january 13 was provided as event date. Device evaluated by MFR: synergy ii us mr 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with proximal end struts pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.